Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of the colleague infusion pump with failure code 550:320:654:0000 was confirmed but not duplicated. The assignable cause was a pinched harness rear inverter. The harness rear inverter has been replaced. Additional: a service history review revealed that the device has not been previously serviced by baxter. A device history review has been performed and there were no exceptions noted during the manufacturing of this device. The user interface module master software version is 6.13.90, categorized as remediated. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The facility representative reported a colleague infusion pump with failure code 550:320:654:0000. During service at baxter it was discovered that there was a failure to audibly alarm. It is unknown when the reported condition occurred; it occurred in the "general patient ward." There was no report of patient involvement, injury or medical intervention necessary. No additional information is available. The user interface module master software version is currently unknown.